Manufacturer narrative:
H6: no product will be returned for eval.

Event description:
The pt stated that his infusion device began beeping and vibrating. The pt stated he removed and reinserted the power pack. Then he inserted a new power pack into the device and it functioned properly. He was wondering if this happened because the power pack had been in use for longer than 2 weeks. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was not requested to be returned for eval.